Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube stopper came off while the tube was "very full". This occurred with 2 urine tubes during use. The following information was provided by the initial reporter, translated from (B)(6) to english: during the processing of the urine samples, it happened twice this week that the cap came off the tube unintentionally. In both cases the tube was very full. The tubes had the same lot number.